Manufacturer narrative:
Three opened twenty five gauge trocar cannula/hub assemblies were received. The returned sample was inspected per facility procedure and were found to be visually conforming. The final customer lot was identified. A device history record review was conducted and the product released met the product¿s acceptance criteria. The samples were found to be visually conforming, however, due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitreoretinal procedure, the valved cannula entry leaked when the instrument was extracted from the cannula. The surgery was completed without harm to the patient. Additional information and the product sample was requested.